Manufacturer narrative:
The insulin pump was unable to prime during the prime rewind test due to faulty force sensor resistor. No prime rewind alarm noted. The insulin was pump received with minor scratched display window,cracked display window corners, cracked reservoir tube lip and missing end cap sticker.

Event description:
The customer reported that he received a prime rewind alarm on his insulin pump. The customer's blood glucose level was 216 mg/dl. The customer stated that insulin was squirting out during the priming process. He also stated that the insulin pump was neither bumped nor dropped prior to the prime rewind alarm occurring. While troubleshooting, the customer reported that the drive support cap appeared normal. It was advised to discontinue use of the insulin pump and revert to a back-up plan. Nothing further was reported.